Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer accidentally entered the bg value of "375" as a carbohydrate value, and the pump calculated a bolus request of 100 units. The customer delivered 25 units of the calculated bolus and did not deliver the rest. At the time of the call, the customer's blood glucose (bg) level was 314 mg/dl. The customer confirmed bgs would continue to be monitored and the customer would consume carbohydrates accordingly. During a follow-up call, the customer reported being "fine", and was able to keep bg level at 298 mg/dl. The customer confirmed tandem technical support would be called back should further assistance be needed.